Event description:
It was reported that an ilet user experienced rising blood glucose following a meal and supply change, with glucose reaching approximately 360 mg/dl. Review indicated the meal was not announced, and a subsequent supply change was performed with levels trending down thereafter. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user/third party. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure or method involving the user interface, specifically a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error caused or contributed to the event.